Event description:
Dialysate mixture: noted precipitate in liquid concentrate acid jug after adding the potassium chloride 6.3 grams (0.5 meq/l) edlaw pharmaceutical powder lot 15620/266 expiration 04/29/30. This precipitate green/brown frothy. Once froth clears then noted foreign matter floating. Multiple envelopes in batch opened from same lot. Noted dark green/brown concentrated particle in envelope. This concentrate did not reach patient. Lot sequestered for return to company.